Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alarm for asystole kept occurring. There were pacing spikes appearing all over on telemetry and right atrial (ra) lead capture could not be confirmed. The ra lead remains in use. No further patient complications have been reported as a result of this event.